Event description:
Surgeon reported access sheath tore right ureter, noting second time this has happened with particular sheath. Ref: (B)(4). It was then noted that it was a wrong site procedure. Procedure was immediately stopped and staff was alerted. Stent was placed 7x24 to right ureter. No stent to left. A 0.035 sensor guidewire was easily advanced into the stent and up into the renal pelvis. A second safety wire was placed. The boston scientific 12f x 28 cm access sheath was then advanced under fluoroscopy over the working wire to the proximal ureter. There was no resistance at all during advancement of the access sheath. The inner sheath was removed and the flexible ureteroscope was advanced through the access sheath. Immediately upon exiting the proximal end of the access sheath I visualized fat, but not the guidewire. I perform spot fluoroscopy which did not reveal anything alarming and showed that my ureteroscopy was still immediately next to the guidewire. I backed up the flexible ureteroscope just slightly and visualized the safety wire. I backed up the access sheath and noted the ureteral tear. I was confused on the etiology of the tear since I was able to visualize the safety wire alongside the entire course of the torn ureter under direct vision during retrograde ureteroscopy. Manufacturer response: for urteral access sheath set, navigator hd (per site reporter). Engaged